Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uretero-reno videoscope had a stain and foreign material came out after washing and sterilization. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection where the reported issue was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. In addition, the following reportable malfunctions were identified during the device evaluation: the curved rubber glue section is missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.